Event description:
Customer reported issues with the insulin pump. Customer states that the screen is frosted. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)